Event description:
Pt has confirmed hit, on argatroban. Developed intermittent hemolysis, with labile plasma free hgb from < 1.0 to 289. Ldh trending up daily to peak 6022, pt and family elected to make pt a dnr and not replace pump.

Manufacturer narrative:
(B)(6)